Event description:
Per the clinic, the patient experienced pain at the implant site and the device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.